Event description:
The stryker technician, inspected the product on receipt at our premisses and reported that the display unit does not turn on and it appears that the fuse has possibly blown. The item is being returned for further investigation.

Manufacturer narrative:
Additional information will be provided once investigation is completed.